Manufacturer narrative:
D10 concomitant product: onb12stf versaone opt 12 std trocar (lot#: j5g4341y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic abdominal incisional hernia repair, about 30 minutes after the start of the surgery, when a 5 mm forceps was inserted, the pneumoperitoneum leak became severe. Another device was replaced, about 60 minutes after starting use, a pneumoperitoneum leak occurred while the forceps was inserted. Since it interfered with the surgery, it was replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that rpa performed functional testing; the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. (255 max - 245 min). The measurements with calipers were, 255, 255, 255, 255, 255, 255. It was reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause was determined to be supplier related. It was also reported that there were leaks. The reported issue was confirmed. The most likely cause was determined to be supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.